Event description:
The customer reported the coulter ac·t diff 2 analyzer was generating erratic hemoglobin (hgb) results on all three levels of quality controls (qc). No erroneous results were generated out of the laboratory. There was no death, injury, or affect to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed bubbles in the lyse line to the bath due to faulty lyse reagent pick up tubing. The fse replaced the tubing resolving the issue. The instrument was returned to normal operation. (B)(4).